Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio: 5.0; inratio: 4.6 (repeat); inratio: 2.9 (repeat), lab: 3.8. In-service training to be performed by product specialist at the site on 11/18/05. Technical support shall follow up with results.